Manufacturer narrative:
During inspection and testing, the reported issue (leakage from bending section) was confirmed. It was observed there was a leakage due to a pinhole in the bending section cover. In addition to coating peeling off, service found the connecting tube was dented, and scratched. The bending angle in up direction was out of specification, and there was play in the angulation control lever, due to wear of the angulation wire. The light guide lens was broken. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was a leakage from the bending section of the subject device. The reported issue occurred after an unspecified diagnostic procedure was completed without a delay. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, it was observed the coating on the connecting tube was peeling off. This report is being submitted for the malfunction found during evaluation (coating peeling off).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress to the device, as detailed below: - coating of the insertion section peeled off. - the insertion tube was scratched. The user can detect the suggested event properly by handling device in accordance with the following instructions for use (IFU): ¿·preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿. The user can reduce/prevent occurrence of the suggested event by handling device in accordance with the following IFU: ¿·important information ¿ please read before use. Warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿. Olympus will continue to monitor field performance for this device.